Event description:
Boston scientific received information that the left ventricular (lv) lead displayed out of range pacing impedance greater than 2000 ohms and a loss of capture (loc). There were no adverse patient effects reported. The local field representative was attempting to turn off the left ventricular (lv) lead at the time. A request for additional information has been sent.

Event description:
Additional information was received that programming configuration changes were performed to resolve the issue until the device is changed out for normal battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the left ventricular (lv) lead dislodged. The cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion and the lv lead was surgically abandoned as the replacement device was an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.